Manufacturer narrative:
Device evaluation provided in: evaluation result codes, evaluation conclusion codes, additional manufacturer narrative. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the cuff and balloon of the patient's artificial urinary sphincter (aus) were explanted due to unspecified reasons. The patient was implanted with a new 4.0 cm cuff and 61-70 cm h2o balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the cuff and balloon of the patient's artificial urinary sphincter (aus) were explanted due to unspecified reasons. The patient was implanted with a new 4.0 cm cuff and 61-70 cm h2o balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.